Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found.

Event description:
It was reported that there was ventricular tachycardia (vt) episodes triggered by noise. There was elevated sensing integrity counter (sic) count and it was noted it was caused by age-related degradation anomalous lead. The right ventricular (rv) lead was explanted and replaced. During the ventricular lead replacement, it was noted there was an insulation breach on the right atrial (ra) lead. Noise was observed on the measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.